Event description:
It was reported to philips that the system failed to startup. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system failed to startup. Upon checking with customer, quote for evaluation and repair service was sent to customer however customer did not approve the quotation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.